Manufacturer narrative:
Evaluation completed. One 23ga vitrectomy cutter was returned in a plastic biohazard bag along with a bl5423wv pack label from lot v3711. The tip protector was not returned. The needle was bent curved. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. In addition the connectors were inspected. One connector that was approximately 10 inches from the back of the cutter was loose. After tightening the connection a functional test was performed using a stellaris pc system. The inner needle does not reach the cutting edge. The cutter cannot cut in this condition. It should be noted that a bent needle condition could contribute to poor cutting performance. The cause of the bent needle could not be determined. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported the vitrectomy cutter did not function properly during the procedure. They opened another pack and completed the surgery with no issues. There was no impact to the patient.